Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower temperature high occurred during use. There was no patient involvement.

Manufacturer narrative:
Date of report: 23oct2018. (B)(4). Date of manufacturer: 16jul2018. Philip's international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.